Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states battery contacts in the pump are damaged and the spring won't stay in place. Customer states in september of 2014, the battery cover and the battery compartment of the pump melted and turned black. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer used batteries other than the recommended batteries which resulted in battery acid leaking into the battery compartment and corrosion. No signs of melting or burning were found.